Event description:
A site rep reported a damaged articulating vertek arm on their stealthstation treon guidance system as it would not tighten. This event did not occur during surgery. There was no pt present.

Manufacturer narrative:
No pt info provided as no pt was involved in this concern. Affected part has not been received by the MFR.